Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of blood glucose readings of 400 mg/dl after drinking alcohol. The customer indicated that he administered a correction bolus to lower the blood glucose. Troubleshooting replied to call back if high blood glucose is experienced again.